Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding this report without success. The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported phenomenon could not conclusively determined. This report is being submitted as an MDR in an abundance of caution.

Event description:
Olympus received a medwatch report, which stated: "during an endoscopic retrograde cholangiography and pancreatography (ercp) with sphincterotomy and stent placement, a guidewire was placed into the pancreatic duct. A needle knife was inserted over the guidewire and into the common bit duct and pancreatic duct. Cutting of the sphincter of oddi was done. Part of the guidewire was noted lodged in the pancreatic duct. The doctor attempted to remove the wire by use of a stone removal balloon without success."